Event description:
The ge oec 2800 uroview fluoroscopy system displayed intermittent keyboard error messages, and although the system was running without issue, the user wanted the error checked out.

Manufacturer narrative:
A ge oec service representative investigated the issue, and found a poor connectivity on the control panel pcb. The connectors were re-seated to correct this issue and the system was tested, and found to be functioning as intended. The system was released to the customer for use. The facility did not provide any patient information with respect to this issue. There were no reports of any negative effects to any patients.